Event description:
It was reported that the device was used during a low anterior resection. It was reported by the rep that the cdh33 was fired and it did not form complete staples. The staple legs did not close but the device cut. They were able to restaple the stump intra-abdominally with a tx60b and then fired a new cdh33. The pt ended up with a complete anastomosis. There was no consequence to the pt.